Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that 509 patients underwent tlif and psf using rhbmp-2/acs. 5 patients had a superficial infection postoperatively. 3 patients were spondy cases, and 2 patients were deformity cases. 2 cases were primary surgeries and 3 were revision surgeries.